Manufacturer narrative:
The results of the hardware evaluation concluded that the returned tactisys quartz module functioned as intended under normal conditions. Additional system functional testing confirmed proper functions of the internal optical component connectivity, contact force data acquisition and signal processing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and the hardware evaluation performed, the cause of the reported contact force issue and procedure cancellation could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure a contact force issue occurred. The issue could not be resolved and the procedure was cancelled due to no contact force available. There were no adverse consequences to the patient.